Event description:
No additional information.

Manufacturer narrative:
As a lot number was unknown for this incident, a device history record review could not be completed. As samples were unavailable for return, a thorough sample analysis could also not be completed. Based on the provided feedback, we understand that an issue of coring has taken place. The provided information references material 303129, which is a blunt needle specifically designed to puncture vials and transfer medications. This needle cannot be used for skin injection. Material 303262 is a needle with a regular component bevel, with this type of bevel, skin injection is allowed. The angle of penetration for a regular bevel should be between 45-60 degrees, which differs from the 90-degree recommendation for blunt needles. This angle of penetration recommendation should be followed to avoid the risk of coring.

Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd conventional needle cores vial stopper. The following information was provided by the initial reporter: we recently had a problem with coring a bottle of medicine using the drawing needle ref. 303262. It seems to me that this needle is not foam-tipped. I found the ref. 303129 as an equivalent needle with a foam tip (blunt fill), is it really this ref.? Do you have any feedback on these problems with the coring of medicine bottles? Do you think this could solve the problem if we switched to these foam-tipped needles? What would be the financial impact for us?